Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer's blood glucose was 500 mg/dl. Customer stated their blood glucose was high when they changed the set. Insulin pump passed self test. Customer was able to rewind and prime. It was unknown whether the customer was using auto mode. The insulin pump will not be returned for analysis. Frn-mmt 332a-rsvr, unomed set.